Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over to pyxis. A technical support specialist checked on the patient details and confirmed that no issue with the device. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not crossing over to pyxis, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.